Manufacturer narrative:
Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
The customer called into technical support (ts) reporting that during preventative maintenance (pm) it was observed that the nav-ring interface would not allow or change any parameter settings. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse informed that this is covered under a retrofit on failure. A field service engineer (fse) was dispatched out to replace the front bezel. The fse replaced the front bezel to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service.